Event description:
It was reported that a right ventricular (rv) lead was exhibiting low impedance levels and the right atrial (ra) lead was showing signs of "wear and tear" on the insulation. Both the rv and ra leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model 452453, implantable pacing lead; implant: 1995 (B)(6). (B)(4).